Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via company representative (rep) on april 12th 2016 stating that they had discomfort at the pocket site. There were no known contributing factors, and all impedances were within normal range. There had been a physician assessment and a pocket revision had been tentatively scheduled for (B)(6) 2016. The clinic was going to notify the rep when the surgery date was finalized. The indication for use was non-malignant pain. Additional information was received on (B)(6) stating that the patient had been scheduled for a pocket revision that day, but instead the entire spinal cord stimulation (scs) system was explanted, which included an implantable neurostimulator (ins) and two percutaneous leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.